Event description:
A surgeon reported observing vacuoles/small spots on the optic in visual axis. Lens was not used.

Manufacturer narrative:
Reporting of this complaint is based on the establishment of a new two year rule as of december 14, 2006 regarding a previously filed MDR for complaint. Due to the establishment of this two year rule, a retrospective review of all similar complaints was conducted. This MDR filing is a result of that retrospective review. Eval summary: the returned intraocular lens was examined and loose fibers and particulate were observed on the optic. No other damage was identified. Findings were reviewed with the appropriate inspection personnel. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to FDA on: 05/16/2008.